Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomena be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had a green line that began to flicker in the bottom half of the monitor and the image gradually became invisible during the middle of the procedure after an hour of operation. An e226 error code-scope communication error also occurred. The device was inspected before use and the color bar appeared and there are no abnormalities in the image. The issue was found during a therapeutic, total bladder tumor removal procedure and was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6). The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.